Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii.

Event description:
Healthcare professional reported "capsular fibrosis baker ii", " thrombosis in thrombophilia", "endometrial hyperplasia", "regressing pulmonary hb and finding ventrolateral to the sternum", "residual glandular parenchyma", "residual nsm", "factor v leiden mutation, basal cell carcinoma, osteoporosis". This record is for the left side. Device was explanted.